Manufacturer narrative:
Technician found latch block is not aligning properly. He straightened the siderail latch so that latch block will lock. Siderail works well. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account states left siderail won't stay up.